Event description:
Revision of equinoxe shoulder components approx 10 weeks post operatively due to possible infection. This event occurred outside the u.s., in the (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.